Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range (oor) pacing lead impedance (pli) and loss of capture at seven volts (v) and 2 milliseconds (ms). Boston scientific technical services (ts) discussed performing chest x-ray and device configuration. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that during a change out procedure for normal battery depletion, the physician opted to explant the left ventricular (lv) lead due to continued high threshold measurements. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned in two segments. The terminal segment was returned severed approximately 50 cm from terminal pin and the distal segment measured 40 cm in length. The distal segment proximal end showed all 3 coils were fractured.